Event description:
A customer reported being unable to test using the abbott diabetes care (adc) device due to a fast-draining battery. As a result, the customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with both third-party and healthcare professional (doctor, ambulance (ems), wife) who provided unspecified intravenous treatment for the diagnosis of hypoglycemia. In addition, customer reported: "use t-sugar, nose powder, zwasser myself". No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications.. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the abbott diabetes care (adc) device due to a fast-draining battery. As a result, the customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with both third-party and healthcare professional (doctor, ambulance (ems), wife) who provided unspecified intravenous treatment for the diagnosis of hypoglycemia. In addition, customer reported: "use t-sugar, nose powder, zwasser myself". No further treatment was required. There was no report of death or permanent injury associated with this event.